Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The transseptal puncture was performed and the non-bsc guide wire was positioned in the pulmonary vein and they changed to a watchman access system (was). The patients vein in their groin was curved, so advancing the (was) was difficult. The was crossed into the left atrium and was positioned in the laa over a pigtail wire in an anterior and superior position. The 27 mm watchman laa closure device and delivery system (wds) was prepared and inserted into the was. The physician felt resistance 15-20 cm before the distal rings were aligned and the delivery system was kinked. On fluoroscopy, they saw that the (was) was also kinked, so the wds and was were removed. An imaging sweep was performed which showed no pericardial effusion. A non-bsc access sheath was inserted along with a new was. Again, the (was) was positioned in the laa over a pigtail catheter in an anterior and superior position. Another 27 mm wds was inserted into the was and positioned in the laa. The closure device was deployed and released after the release criteria were met. At the end of the procedure, the physician stated that a pericardial effusion with tamponade occurred. They waited 15 minutes and it became slightly larger, so the physician performed a pericardiocentesis. 200 ml of blood was removed and the patient received 4000 units of protamine. They monitored the patient for another 10 minutes and there was no increase in the pericardial effusion. The patient was transferred to the intensive care unit for observation. The patient was safe and was discharged from the hospital.